Manufacturer narrative:
D4: catalog number and UDI corrected. H6: impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of f3. Alarms and the motor stopping was confirmed via analysis of the downloaded log file; however, the reported event was not reproduced during testing of the returned centrimag console. The log file contained data spanning approximately 2 days ((B)(6) 2024). The log file captured intermittent f3: flow below minimum alarms from (B)(6) 2024 at 19:05 to (B)(6) 2024 at 11:37 due to the flow dropping below the set flow threshold. The alarms were able to be muted and cleared; however, the alarms would reactive due to the flow measuring below the threshold. The log file also captured a f3: flow below minimum and m3: pump not inserted alarms on (B)(6) 2024 at 11:32 that correlated to motor related sub faults. After the sub-faults activated, the speed was observed to have dropped to 0 revolutions per minute (rpm) and the flow reading was observed to have a negative value. The flow ramped up to the expected value on (B)(6) 2024 at 11:38; however, the motor speed measured to be 0 rpm for the remainder of the log file. The system was then observed to have been manually shutdown on (B)(6)2024 and was removed from patient use for the remainder of the log file. The returned centrimag console (serial number: (B)(6) was evaluated by the service depot alongside known working test centrimag equipment, and the returned centrimag motor for several days without any issues or atypical alarms produced. A full functional checkout was then performed, and the unit passed all steps without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on (B)(6)2016. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag showed an e3 alarm code and the motor stopped for several seconds. The console and motor were sent back for investigation. Related MFR: 3003306248-2024-00417.